Manufacturer narrative:
(B)(4).

Event description:
Customer reported the night and day shift teams found the et connector coming loose from the tube over the span of a couple of days. The decision was made to re-intubate the patient. There was no harm to the patient.

Event description:
Customer reported the night and day shift teams found the et connector coming loose from the tube over the span of a couple of days. The decision was made to re-intubate the patient. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit v5-10315 et tube , hvt , 7.5 , nova plus for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample was returned with the connector seated loosely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The sample appears used as there is biological material present on the device. The manufacturing site was contacted and several manufacturing and supplier documents were reviewed. The dhrs (tube, connector and resin), equipment logbook for extrusion machine, resin incoming inspection records, connector cofc and sterilization records showed no evidence to suggest a manufacturing related cause. The supplier of this component was also contacted and review of supplier records showed no issues. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1" the reported complaint of "connector coming loose during use" could not be confirmed. The sample was returned with the connector seated loosely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The manufacturing site was contacted and several manufacturing and supplier documents were reviewed. The dhrs (tube, connector and resin), equipment logbook for extrusion machine, resin incoming inspection records, connector cofc and sterilization records showed no evidence to suggest a manufacturing related cause. The supplier of this component was also contacted and review of supplier records showed no issues. The reported complaint could not be confirmed and a root cause could not be determined. This is an isolated event from this supplier. Teleflex will continue to monitor and trend on this issue.